Event description:
It was reported that (1) device was used during a hemorrhoidectomy. It was reported by the affiliate that the pph01 was used during the procedure. After the procedure, the visual examination was not satisfactory. The surgeon performed a rectoscopy. During this procedure he found the intestine. The rectum wall had been perforated during the procedure. The surgeon then performed a laparatomy, he found the ring of staples was semicircular open. A part of the prostate was connected. The rectum perforation has been closed by suturing. A temporary ileostomy has been performed as a convalescent treatment. The wall of the rectum was extremely thin free of any fatty tissue. Probably during executing the purse-string-suture the rectum wall has been perforated and the capsule of the prostate has been connected. The connecting of the stapler head to the stapler and the closure of the purse string suture probably lead to the fact that the rectum wall was damaged. A failure of the instrument has not been taken into account.